Manufacturer narrative:
Patient weight is unavailable. The procedure date and date of death are estimated. The exact dates are unavailable. Device lot number and expiration date are unavailable. The device has been discarded. The device manufacture date is dependent on the device lot number, thus is unavailable.

Event description:
It was reported that during a lead extraction procedure using a spectranetics sls laser sheath, an superior vena cava (svc) tear occurred causing a patient death. This event reportedly occurred over 1 year ago, but was only now communicated to spectranetics. The device reportedly did not malfunction. No additional details have been provided.